Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported doctor preformed a l5-s1 alif surgery with syncage evolution and bowti on (B)(6) 2019. Surgery was completed with no complications or delays. Doctor took at the start of stage 2 of the surgery (B)(6) 2019 and noticed that the bowti and syncage backed out from original placement on day one of surgery. Doctor is ordering a CT scan this evening. Based off the CT scan he is going to determine if the patient will need to be brought back to surgery tomorrow. I was not present or involved in stage two of surgery (B)(6) 2019. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Implants moved anterior . Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? CT scan. Patient status/ outcome / consequences unknown. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Unknown at this time. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Yes. If yes, describe: CT scan ordered. Is the patient part of a clinical study? Unknown.

Manufacturer narrative:
Product complaint # ==> (B)(4). Surgical intervention.